Event description:
Related manufacturer reference number: 2017865-2023-24083 related manufacturer reference number: 2017865-2023-24084 it was reported that the patient presented in the emergency room with full pocket erosion of their implantable cardioverter defibrillator system. The full system was explanted and replaced. The patient was stable.